Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during catheterization, the catheter caught on the right atrial (ra) lead resulting in dislodgement. The pocket was incised again to disconnect the ra lead from the device, a stylet was inserted into the lead and the lead was repositioned. The ra lead remains in use. This patient is a participant in a clinical study. No patient complications have been reported as a result of this event.